Event description:
The customer reported recovering wbc vote outs and hgb out high on control samples on the hmx al instrument. No erroneous patient results were generated in connection with the reported event.

Manufacturer narrative:
The customer technical specialist (cts) worked with the customer to determine the cause of the wbc vote outs and hgb high out on the instrument. The cts stated the customer found the tubing that delivers cbc lyse to the bath was disconnected. The customer reattached the tubing from the cbc lyse to the mixing chamber resolving the wbc vote outs and hgb high out results. (B)(4). Customer resolved the issue.